Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a piece of the pump was out of place, and customer was unable to load a cartridge. There was no reported adverse impact to the customer's blood glucose level. Reportedly, customer will revert to a different form of insulin therapy.